Event description:
Rn reported a pt in treatment with a system 1000 hemodialysis device exhibited shortness of breath, flush appearance, and diaphoresis immediately after treatment was initiated. Treatment was immediately discontinued by stopping the blood pump, clamping the bloodlines and disconnecting the hansen connectors from the dialyzer. The blood in the dialyzer had a brown, foamy appearance. The blood was not returned to the patient. The patient was placed on oxygen and received benadryl 25 mg ivp which alleviated the symptoms.